Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log (ehl) review was performed and revealed that the customer experienced multiple "air-in-line!" Alarms, however the log cannot be used to distinguish true and false alarms. The device was found to be within specification during testing. The evaluator found the pump to function as intended and the ultrasonic sensor was within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.